Manufacturer narrative:
The unit was returned to the service center for evaluation. In addition to the noted (cm) failure, minor cosmetic wear and tear involving a slight deformation for left rear extrusion was observed. A dent on the rear panel was also noted in the same place. However, these additional findings did not affect the fit, form, or function of the unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
During a standard inspection of a customer returned asset, the unit was found to have to no signal from the serial digital interface (sdi out2) port due to a faulty computer main board (cm). The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: it has been more than seven years and six months since the subject device was manufactured. The legal manufacturer surmised that the phenomenon, ¿no sdi signal from sdi out2,¿ occurred because the electrical components such as output driver, which involves with sdi output of the cm board, and the like deteriorated due to aging deterioration caused by repeated usage over a long period of times. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.